Manufacturer narrative:
G2: country of origin is japan. E1: initial reporter details are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having th12 was stabilized using a 22-fenestrated system spinal therapy for vertebral fracture. It was reported that while the delivery guide was attached to the screw, an attempt was made to set the outer sheath of the delivery device onto the guide. However, the claws of the outer sheath failed to reach the neck of the delivery guide, preventing proper attachment. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that although the green line of the guides exceeded the black line of the screw tab, the doctor said that there was no feeling that the axes were aligned.

Manufacturer narrative:
H3: product analysis #(B)(4), part # 6550041, lot # k23e3018. Visual inspection did not reveal any damage to the cement delivery guide. Functional inspection confirmed the bfd was able to attach to the delivery guide without any issue. There may have been blockage during the attempted connection of the devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.